Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient suffered incontinence, mesh erosion, pelvic and nerve pain. The patient also suffered from scar tissue buildup, permanent clitoral nerve damage, dyspareunia, and infections. All other information is unknown and unavailable.